Event description:
It was reported that after a car accident, patient was experiencing a discomfort due to lead migration that was confirmed via x-ray. There was a significant pain in the lumbar spine area, and the patient was experiencing an inadequate stimulation. The patient was prescribed with medication. Additional information was received that the patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7111240, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that after a car accident, patient was experiencing a discomfort due to lead migration that was confirmed via x-ray. There was a significant pain in the lumbar spine area, and the patient was experiencing an inadequate stimulation. The patient was prescribed with medication.